Event description:
While in motion toward a bathroom, the pt started to slide out of the sling. Pt was properly fastened into the sling according to the facility cna; no injuries reported.

Manufacturer narrative:
Method: lifting device was inspected, but the sling that was used was not quarantined in preparation for the (B)(4) service technician's on-site investigation and was not available for eval. Additional info will be provided upon the conclusion of the manufacturer's investigation.